Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis") and swelling ("swelling"). The patient was treated with surgery (double salpingectomy and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intermenstrual bleeding, metal poisoning and swelling outcome was unknown. The reporter provided no causality assessment for intermenstrual bleeding, metal poisoning, pelvic pain and swelling with essure. The reporter commented: days of disability reported (unspecified). The consumer commented that at the age of 37 the fallopian tubes and the uterus were removed due to essure. Cosmetic damage was also reported. Most recent follow-up information incorporated above includes: on 21-mar-2022: the consumer´s name was provided, no new clinical information received, update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), intermenstrual bleeding ("metrorrhagia"), metal poisoning ("metallosis") and swelling ("swelling"). The patient was treated with surgery (double salpingectomy and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intermenstrual bleeding, metal poisoning and swelling outcome was unknown. The reporter provided no causality assessment for intermenstrual bleeding, metal poisoning, pelvic pain and swelling with essure. The reporter commented: days of disability reported (unspecified). The consumer commented that at the age of 37 the fallopian tubes and the uterus were removed due to essure. Cosmetic damage was also reported. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and metal poisoning ("metallosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), metal poisoning (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia") and adverse event ("cosmetic damage"). The patient was treated with surgery (on (B)(6) 2017 would undergo a double salpingectomy). Essure was removed. At the time of the report, the pelvic pain, metal poisoning, swelling, metrorrhagia and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, metal poisoning, metrorrhagia, pelvic pain and swelling with essure. The reporter commented: days of disability was reported, however she did not specify it. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pelvic pain. The analysis in the global safety database revealed 11.462 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.